Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a compliance endokit was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during preparation it was noted that human hair was found inside the sealed kit package. Another compliance endokit was used to complete the procedure. There were no patient complications reported as a result of this event.